Manufacturer narrative:
The device has been received but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.

Event description:
The device was received with no failure information from the customer therefore, no date of event or patient information is known. The customer has not responded to requests for information at this time. Factory service identified upon powering up the device that the display was blank.